Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx four months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the pt presented at a routine follow-up appointment approx one month ago and a slight migration of the stent graft was noted on the angiogram with the presence of a type I endoleak. The stent graft migration was attributed to dilatation of the aortic neck. The pt was referred to another physician for open surgical repair; however; it is unk when and if the pt will be treated. No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (stent graft migration, endoleak). Results/conclusion: (dilated aortic neck).